Manufacturer narrative:
Report source - company responsible for marketing / operationalizing mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the issue occurred while on the first premises in duodene when the stapler presented a noise. The load was reported to be partially used and was incomplete on the distal part. The reload was changed, but the handle did not work. The handle was changed to complete the procedure. There was no patient injury.